Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Revision surgery is considered but no date has been scheduled yet.

Event description:
The user's hearing with the device has decreased for the past two months. Revision surgery is considered.

Manufacturer narrative:
Conclusion: device investigation revealed a defect at the reference electrode caused by excessive mechanical stress as reason for the observed increased ground path impedance. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing with the device has decreased. The loss is thought to be sudden. Re-implantation has been performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing has decreased for the past two months.